Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's history was not reflecting actual insulin delivery. The customer stated that over the past three weeks, she had been experiencing low blood glucose levels. The customer stated that she fell recently and wanted to know if this could have affected the device's function. The customer stated that her blood glucose level got to 500 mg/dl recently. Blood glucose level at the time of the call was 171 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer will not return the device for analysis.